Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No battery icon anomalies noted during testing. The power management tool was in specification however, insulin pump trace download analysis confirmed the insulin pump alarmed unexpected low battery alerts, replace battery alerts and replace battery now alarms. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dead. The customer¿s blood glucose was 18.4 mmol/l. The customer stated that last night her battery was 3/4 full and got 2 low battery alarm and change battery. The product will not be returned for analysis.